Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse found that the issue was with the operating system bootup. To resolve the issue the rse selected the boot device 'hdd', after which the system was booted up normally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.